Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the software is stuck. During troubleshooting fse found that the software has a lag phenomenon during use, which can be confirmed as a software problem. Fse reinstalled the system and configured the information. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system software was stuck. The device was outside clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.